Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that half of the puncture site of the sleeve stopper is wrapped by shrink band. Is it caused by the tilt of the shrink band? Or is there excess shrink band? Can't be identified by this photo. 2. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 3. The prn is assembled by three raw materials: adapter, sleeve stopper and shrink band, so the shrink band is not a foreign matter. Conclusion(s): by the returned photo, it is identified that half of the puncture site of the sleeve stopper is wrapped by shrink band. Since no defective sample is received for further examination, and the lot number is "unknown" for this complaint, the production records and equipment maintenance records of the prn cannot be traced, so the root cause of this defect cannot be determined.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima-ii adapter defective/damaged there is foreign matter in the heparin cap of the indwelling needle (plastic sealing film).